Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation at 18.7 cm to 19.7 cm from distal tip. The cause of external insulation abrasion is consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.